Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After replacing the battery pins, as a precaution, and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer was advised to replaced all batteries before 2022.

Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.